Event description:
It was reported that the ventilator generated a technical error code indicating a disabled ventilation. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the field service engineer. The claimed issue was noticed during evaluation of the device's logs but it was not reproduced during service visit. If the reported fault condition occurs during ventilation, ventilation will stop. The error will be detected at startup and during ventilation and will be reported through audio-visual alarms and the generated technical error codes. The reported issue was confirmed in provided device's logs. The cause of the issue has not been determined.